Manufacturer narrative:
(B) (4): physio control continues to investigate the reported event. Physio-control will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Customer reported that the device constantly turned itself on and off. There was no report of patient use associated with the reported incident.